Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: tp1a.220624.014.g781usqskhxl2 smartphone hardware: sm-g781u cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose reached 500 mg/l while wearing the pod between 24 and 36 hours. The patient reported insulin began leaking around the infusion site (hip/buttocks) and when removed, the patient then noted that the pink slide did not move forward, indicating a needle mechanism failure occurred. As treatment, a new pod was placed.